Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional info received. It was reported that the pt suffered injury as a result of having a defective mesh implanted. A subsequent procedure noted that "the mesh appeared entirely incorporated" and that it had full granulation tissue. Five years and multiple procedures after the first mention of the bard mesh, the pt is reported to have developed a wound infection, and the mesh was removed. While there is no indication that the mesh was the source of the reported infection, the IFU states: "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." The pt is also reported to have developed a seroma, which is stated as a possible adverse reaction in the product's instructions for use. No lot number has been provided and no sample has been returned, therefore no further manufacturing or device evaluation could be performed. Without additional info, no conclusion can be drawn.

Event description:
Based on a review of medical records provided by the pt's attorney: incisional hernia repair with non-bard "marlex" mesh. On (B)(6) 2003 -- incisional hernia repair with bard flat mesh overlay. It was noted that there was "ballooning of the mesh in the upper abdomen. However there was no hernia in this area." On (B)(6) 2003 -- incision and drainage of seroma and placement of wound vac. No evidence of breakdown of the hernia repair. On (B)(6) 2003 -- debridement of abdominal wound. Mesh appeared to be completely incorporated with full granulation tissue. On (B)(6) 2008 -- exploratory laparotomy, excision of multiple layers of infected mesh, component separation of the abdominal wall muscles flap, partial closure of abdomen, placement of wound vac.